Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that the microscope bracket is missing a screw that secures the tracking component to the scope. There was no patient present when this issue was identified.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. Several successful surgeries have been logged against this system since this event.

Manufacturer narrative:
(B)(4). It was not the hospital biomed which incorrectly modified the device, it was the microscope company representative. The microscope rep performed service on the microscope, removing the handle, and it was not replaced properly with all necessary screws. Threads inside black tracker/handle spacer of microscope integration kit were stripped and springs were protruding from screw holes in spacer piece. A medtronic representative replaced the microscope bracket and secured the handle properly to microscope head. System then performed as intended, issue resolved. Hardware was returned for analysis: the returned bracket is worn with the attachment screw threads pushed out of the hole in two places and partially for another. Physical damage to the bracket caused the reported event.